Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture", "muscle has been weird", "implant has been up high" and "weird shaped". Ultrasound performed on (B)(6) 2026 confirmed the intracapsular rupture. This record is for the right side. The device remains implanted.